Event description:
A problem involving high blood glucose was reported, although the exact value was unknown, with displays indicating "high." Cause was not known. The customer took corrective action by administering a correction bolus using the pump. Technical support instructed the customer on inspecting various pump components and advised consulting a healthcare professional to discuss possible factors affecting blood glucose levels. The customer agreed to replace necessary supplies and continue insulin therapy.